Event description:
Nurse used insulin syringe to administer insulin to patient. When nurse went to pull out of patient the syringe came up but the needle stayed under skin. Reporter job title: director of materials management / additional product details: ICU medical jelco hypodermic needle pro fixed needle insulin syringe reference number: (B)(4).